Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Foreign: (B)(6). Study name: (B)(6). Patient ID# (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended. The device was discarded; thus, no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the left proximal sfa. Approximately 19 months post index procedure, the patient experienced an acute thrombotic occlusion. A successful revascularization of the target lesion was performed on (B)(6) 2018.